Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient was confirmed for meningitis and positive for staph until the patient expired. The patient had an MRI on 2017 (B)(6) and the results were ventriculitis. On 2017 (B)(6) cerebrospinal fluid (csf) was obtained as was positive for staph. The patient had meningitis and pneumonia from 2017 (B)(6) to 2017 (B)(6). The infection was not related to the pump. The patient was admitted in 2017 (B)(6) for fever until the time of death. The patient's medical history included cerebral palsy prior to baclofen use and spastic tetraplegia from birth. The patient was taking baclofen and zanaflex at the time of the reported events.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 8711, lot# j11354r32, implanted: (B)(6) 2003, product type: catheter. Product ID 8578, lot# n153992, implanted: (B)(6) 2009, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity and cerebral palsy. The dose and concentration were unknown. It was reported that the patient was very spastic and was diagnosed with/suspected to havemeningitis from findings seen on an MRI. It was confirmed there was swelling of the brain, and the patient was dying. The event date was noted to be unknown (within the last couple of days from (B)(6) 2017 was a guess). The hcp was going to follow up with the infectious disease department. It was reported that a lumbar puncture was tried, but they could not access the intrathecal space due to previous lumbar fusion. They tried to obtain a sample of cerebrospinal fluid (csf) fluid but were unsuccessful due to spinal hardware, so now they needed a catheter access port (cap) kit to obtain a csf sample. The hcp tried contacting their local manufacturing representative on (B)(6) 2017 to obtain the kit but had to leave a voicemail. The hcp needed to have this done by (B)(6) 2017 or "for sure" on (B)(6) 2017. The plan was to do a sideport aspiration on (B)(6) 2017 to obtain a csf sample for testing. Surgical intervention had not occurred, but it was noted that they would possibly remove the pump/catheter depending on the findings. The issue was not resolved. The patient's status was alive - no injury. The patient's medical history and weight were unavailable. There were no further complications reported.